Event description:
It was reported that the sheathing of a cable on the maryland bipolar forceps instrument was defective. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the problem was identified after central processing and not during a procedure. There was damage to the black insulation on the cable. There was no loss of cautery reported during the last instrument usage during a da vinci-assisted prostatectomy with lymphadenectomy. There was no thermal damage. During the last usage of the instrument, the procedure was completed with no patient harm. The issue was identified after central processing, but it is unknown if the damage occurred during the last instrument usage or during central processing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the instrument (pn 471172-16/lot # n10210301 0183) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had six uses remaining after last use. There was no image or procedure provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, and h10 intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of the damaged conductor wire insulation to be related to the customer reported complaint. The maryland bipolar forceps instrument instrument was found to have damage to the conductor wire¿s insulation at the distal end. As a result, the conductor wire was exposed. The instrument passed the electrical continuity test. The maryland bipolar forceps instrument successfully received and delivered energy. No signs of thermal damage were observed. The root cause of this failure is attributed to a component failure.